Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for complex reg pain syndrome type I spinal pain. It was reported that the therapy stopped due to a por error code. The patient reported that they have a heart monitor on for a month. The patient reported that the ins went dead and didn¿t want to recharge it because they didn¿t want to ¿mess up with the heart monitor¿. When the patient was done with the heart monitor, they tried to charge the ins and got a por (power on reset) error message. The patient reported that they have had recent medical test or emi environmental exposure. The patient was reviewed steps to clear the por with the patient programmer and it was successfully cleared and the issue resolved. No patient complications have been reported because of this event.